Event description:
Ous MDR - after an implantation time of about 29 months, oversensing was reported. The sensing, impedance, and pacing threshold values were described as unremarkable. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The analysis of the lead detected several traces of wear and tear; however, the insulation proved to be intact along the entire lead. A thorough examination of the lead body also did not show any damage to the electrical insulation. No conductor fractures or short-circuits were measured during the electrical check of the lead. There were no deviations from the electrical specification. The cause of the artifacts in the iegm could therefore not be determined. There were no indications of material defects or manufacturing errors.